Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations and explained programming options with to the caller. The caller stated that no changes will be performed now and the clinician will be consulted. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient was experiencing supra-ventricular tachycardia (svt) and received inappropriate defibrillation therapy which was exhausted. No adverse patient effects were reported.